Manufacturer narrative:
Unit received with software error alarm loop during power up. Software error alarm due to a software error. Unable to perform operating currents, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify to motor pic communication error alarm due to software error alarm. Alarm unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed motor communication error. Customer's blood glucose was unknown at the time of incident. There were was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.